Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that the surgeon noticed through x-rays that there were 2 metal fragments in the patients knee and medullary space of the femur. The surgeon had used a dual cut sagittal blade. The surgeon did not report any further medical intervention and was reported to be taking a wait and see approach. There was no surgical delay reported as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the surgeon noticed through x-rays that there were 2 metal fragments in the patient's knee and medullary space of the femur. The surgeon had used a dual cut sagittal blade. The surgeon did not report any further medical intervention and was reported to be taking a wait and see approach. There was no surgical delay reported as a result of this event.